Event description:
It was reported that during implant procedure, the physician was unable to find an adquate place to atrial pace due to bypass issues. The lead was replaced with a preformed lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).